Event description:
It was reported that this right ventricular (rv) lead had observations of low out of range pacing impedances less than 200 ohms and an increased thresholds, where it was noted that sensing was going down. The patient had many other factors, as they just started chemotherapy and had been a dialysis patient for many years. The patient was not pacing in the right ventricular (rv) lead right now, so the plan was to monitor the patient. The system remains in-service at this time. No adverse patient effects were reported.